Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation of the crt system, the physician noticed a kink in the lead body. The helix was retracted; however the kink remained. The issue was noted prior to lead implant. As such, a new lead was used. No adverse patient consequences were reported.

Manufacturer narrative:
The reported field event of a kicked lead was confirmed in the laboratory. The lead was bent and slightly stretched at the overmolded section 62.8cm from the connector pin. Excess silicone flash was found at the distal end of the rv shock coil.